Event description:
It was reported by the patient's spouse that the previously working remote monitor no longer responded to the start button. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient's spouse that the previously working remote monitor no longer responded to the start button. The monitor was returned and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.